Manufacturer narrative:
Updated fields: g3, g6, h1, h2, h3, h6, h11.additional information received from patient's relative:"thanks to you and the drs that did not care for my husband - he died. It is entirely possible that icp caused his heart attack as his cardiologist said his heart was fine and strong two weeks before."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e1032. E2302.

Event description:
It was reported a certas valve (ID (B)(6)) was over-draining, causing headaches, dizziness, hearing loss, inability to move the neck, vomiting and imbalance. It was also reported that the over-drainage may have caused brain bleeding due to dryness. Doctor turned off the shunt, turned it on again into new settings but issue persisted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The certas valve (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.